Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hypoglycemia. The blood glucose level was 40 mg/dl at the time of event and the patient got treated with glucose. The length of hospitalization was greater than 24 hours.